Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified coronary artery. A 3.00 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal part of the stent struts were lifted. The procedure was completed with a 3.00 x 32 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 3.00x28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. Struts from most proximal stent strut row were lifted from the stent profile. The outer diameter of the remaining undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed multiple shaft polymer extrusion kinks. A visual and microscopic examination of the tip identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified coronary artery. A 3.00 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal part of the stent struts were lifted. The procedure was completed with a 3.00 x 32 synergy drug-eluting stent. No patient complications were reported and the patient's status was stable.